Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and eight months later, a computed tomography (CT) chest without contrast was performed and it revealed that the filter was noted within the mid inferior vena cava and the prongs of the filter extend beyond the confines of the inferior vena cava wall. After eleven months, a computed tomography (CT) abdomen without contrast was performed and it revealed the most inferior portion of the limbs of the filter extends just beyond the confines of the inferior vena cava wall. Therefore, the investigation confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 05/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis. Approximately four years and eight months post filter deployment, a computed tomography (CT) scan revealed that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.